Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the led display has segments that do not illuminate. It was reported that the unit will monitor pts but the customer cannot determine values because the display is incomplete. There was no pt involvement.